Event description:
It was reported that the patients right ventricular (rv) lead exhibited high threshold levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead became e extrinsically fractured due to over-rotation, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: model: 407645, lead; implant: (B)(6) 2014. (B)(4).